Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited myopotential oversensing causing inappropriate automatic mode switch. No intervention was performed and the patient was in stable condition.